Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited far field r-wave over-sensing and inappropriate automatic mode switch. No interventions were performed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited far field r-wave over-sensing and inappropriate automatic mode switch due to noise over-sensing. No interventions were performed. There were no patient consequences.